Event description:
Additional information provided that the issue did not occur during use with a patient.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The moment the device was powered up the device started double beeping. The downstream sensor will be replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump produced a double beep alarm indicating that no cassette was attached. No patient injury or complications were reported in relation to this event.